Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿alcl,¿ ¿diagnosed with bia-alcl¿.

Event description:
Patient representative reported right side ¿alcl,¿ ¿diagnosed with bia-alcl¿, ¿removal of the biocell textured breast implants¿, ¿mental pain and suffering¿, and ¿other physical and emotional manifestations." Pathological markers have not been provided. The device has been explanted.